Manufacturer narrative:
Exact date unknown, event occurred a few weeks ago.

Event description:
It was reported that the patient was experiencing pain at the ipg site despite reprogramming done. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.